Event description:
It was reported that there was motor rate error during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which verified the reported error had previously been recorded, the issue was attributed to a fault with the device drive train. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The drive train was replaced and the device passed all testing.